Manufacturer narrative:
During inspection and testing, foreign material was found exiting the air/water supply nozzle. In addition, angulation was reduced and the angle knob was loose due to stretched angle wires, the adhesive on the bending section cover was damaged, the insertion tube was deformed, the universal cord was damaged, there was discoloration and damage on the distal end, the connector was damaged, the switch was damaged, there was foreign material on the control body, the boot was damaged, the control body was damaged, the control section was damaged, the cleaning brush got caught in the instrument channel, and the label on the body control unit was detached. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported issues with the supply of air and water. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found exiting the air/water supply nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 03-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to insufficient reprocessing or handling. It is recommended that the user facility receive instruction/reinstruction pertaining to operation environment and handling. Olympus will continue to monitor field performance for this device.